Event description:
A patient reported blood glucose results of "64 mg/dl, 149 mg/dl, and a message of er3" with a lifescan meter, performed withi 10 minutes of each other. The meter, test strips, and control solution are being replaced.